Manufacturer narrative:
The device not was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin burning sensation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Medical product: unknown. Therapy date: unknown.

Event description:
Patient experienced burning from the electrodes. It was reported that the patient experienced burning of his skin from the 72r electrodes. The patient is no longer treating but sales rep wanted to report it regardless. It was reported later reported by the patient's wife that the patient spoke with the doctor regarding the burning of the skin from the electrodes. The doctor told the patient to stop using the electrodes in january because of the burning and "he didn't need to wear it anymore.".